Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: suspected rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation primary with mentor memorygel breast implants 225cc and experienced rupture along with capsular contracture baker grade unknown on the right side. As a result, the patient underwent removal on (B)(6) 2024. The mentor failure analysis lab received two devices for evaluation with same volume engraved on the patch. Since it is unknown which device is the reported impacted product, and both devices were found damaged (no instrument damage) per analysis findings, both devices will be conservatively reported for deflation. This report is for the left breast prosthesis.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel siltex mod-rnd 225cc breast implant had an area of siltex cracking on the posterior view and on the anterior view. In addition, two tears (a and b) were noted within the areas of siltex cracking, tear a on the posterior view within the sitlex cracking measuring approximately 1.8 cm and tear b on the anterior view within the siltex cracking measuring approximately 0.2 cm. The evaluation determined that the possible cause of both tears was consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).